Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that the patient had seen his healthcare professional the day prior to the date of this report. It was noted that the patient knew this battery was supposed to last 7-8 years but the patient was worried because the patient had an instance of the implantable neurostimulator (ins) dying too early. Patient¿s first ins died early. It was noted that the patient had not known that until he got to the healthcare professionals. This had occurred in (B)(6) 2009. It was noted the patient had gone for his regular checkup and was told battery was about to die. The healthcare professional had not had any explanation why it died earlier than expected, ¿it was a big mystery.¿ additional information received reported that the manufacturing representative had not heard about this and the patient had always been very happy with deep brain stimulator. The patient had advanced parkinson¿s disease so it was not surprising that the device was deplete more quickly due to increased current draw that was necessary.